Event description:
A hospital in (B)(6) reported that the 900mr810 reusable adult breathing circuit was damaged near the cuff after cleaning it 4-5 times. This was found after patient use.

Manufacturer narrative:
(B)(4). Method: three 900mr810 reusable adult breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned circuits were visually inspected and the bead width, bead height, outside diameter and film thickness were measured. Results: visual inspection revealed that all three reusable tubes were torn. Two of the tubes were torn near the proximal connector. The other device was torn 50mm from the proximal connector. Measurement of the bead width, bead height, outside diameter and film thickness revealed that all three circuits were within specification. Conclusion: we are unable to determine what may have caused the damage near the proximal connector on two of the circuits. The damage noted on the other device approximately 50mm from the proximal connector was most likely caused by excessive pulling of the reusable tube. All 900mr810 reusable adult breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuits were released for distribution. The user instructions that accompany the 900mr801 reusable adult breathing circuits state: -"inspect circuit before re-use, do not use if the circuit shows signs of deterioration such as: cracks, tears or damage." -"perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient." -"disconnect tube by handling end connectors only, do not pull or twist tubing as this may cause damage." -"set appropriate ventilator alarms."